Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient had not had the stimulation on from their implantable neurostimulator (ins) in 18 months because they were having problems with it. Specifically, the patient had daily symptoms of foot pain and numbness. There were no trauma/falls, no recent medical tests or emi exposure related to the event issue. Also, the stimulation issue was not related to positional movement. As a result it was desired to explant the ins. Should additional information be received a supplemental report will be filed.